Event description:
It was reported by the clinician that the right ventricular (rv) lead experienced a lead warning due to automatic capture results, high impedance, "some short v-v intervals," and a polarity switch on a pacemaker dependent patient. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.